Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse installed single board computer repair kit and smart power switch along with the hard drive. Loaded release 10 software onto system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.